Event description:
The advocate stated the customer performed comparison tests using his contour and other meter. On one occasion, the contour read 400 mg/dl, while the other meter read 100 mg/dl. On another occasion, the contour read 237 mg/dl, while the other meter read 107 mg/dl. The difference between the pairs of readings falls in the "c" and "d" zones of the consensus error grids, making the differences clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips and meter for evaluation. Replacement products were sent to the customer.